Event description:
It was reported that pericardial effusion (pe) and death occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe prior to the procedure. A versacross connect (vcc) transseptal access kit was selected for use. A watchman fxd double curve access system (was) was inserted along with vcc to complete transseptal puncture (tsp), and gain access into the left atrium (la). A 24mm watchman flx pro laa closure device with delivery system was inserted and implanted successfully after meeting release criteria. The physicians noted there was no pe at the conclusion of the procedure. The patient was admitted overnight due to home proximity and afternoon timing of the procedure, not patient issues. The following day post index procedure, imaging evaluation was performed, and no pe was noted. As patient was awaiting discharge, loss of consciousness occurred. Urgent computed tomography (CT) imaging was performed, and a large pe and cardiac tamponade was identified. The patient refused the recommended surgical intervention. The patient died 2 days post index procedure due to heart failure.